Event description:
Small cut in the outer casing of the power base unit patient cable. Discovered a pbu cable that had a small cut in it and with high resistance. This cable was on a patient that had died yesterday of multisystem organ failure. After the patient's death, the pbu and cable was sent to biomed for routine servicing. The device did not contribute to the death.